Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found.

Event description:
It was reported that at implant the lead would not advance through the introducer. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.